Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed downstream occlusion test at 3.43 psi. This occurred during testing; there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Dso (downstream occlusion sensor) was not calibrated so it was re-calibrated. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.